Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-01080 and 0001822565-2018-03623. Concomitant medical products: lps-flex gsf opt sz fr, catalog #: 00576401652, lot #: 661141667. Palacos r 1x40 single, catalog #: 00111214001, lot #: 67644195. All poly pat comp 32dia, catalog #: 00597206532, lot #: 61160368. Taper stem plug, catalog #: 00596009900, lot #: 61076465. Articular surface size ef 12 mm height "use with plate 3, catalog #: 00596403212, lot #: 61153762. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised due to pain, loosening and fluid buildup. Patient's operative reports were received which indicate that the patient was noted to have clear yellowish fluid present within the joint. This was tested at the lab and the patient was noted to have no evidence of infection. Furthermore, the tibial component showed evidence of loosening at the bone cement interface and the femoral component was noted to have erosion on the medial and lateral aspects and under the anterior flange. Therefore, the tibial component and femoral component were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed via medical records. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-01080-3, 0002648920-2018-00551-1, 0001822565-2018-03623-1.

Event description:
No further event information available at the time of this report.